Event description:
It was reported that the customer received a failed battery test alarm upon putting a new battery in the insulin pump. No relevant damage or corrosion was noted. Customer did not have a new battery with which to complete troubleshooting. The customer's blood glucose was 162 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.